Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not scanning consistently. A field service engineer (fse) checked the station scanner, replaced the universal serial bus (usb) cable, ran diagnostics, and tested the unit to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, barcode scanner was not scanning consistently. The scanner produced an audible beep, but there was no corresponding response on the screen resulting in delays for the customer during medication dispensing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient there were no adverse events or injuries reported based on this event.